Event description:
No further information has been attained.

Event description:
A vns patient's mother called and reported that about 2 weeks ago, after their last clinic visit when her settings were adjusted, she states that her daughter started having increase in her seizure frequency that was above baseline. She says that her daughter only had 1-2 seizures/week before the vns and she had a least 7 seizures in a week around 2 weeks ago. She said that their doctor had increased her settings again last week when she went back and the patient has not had anymore seizures since then. It was also reported that they had an office visit last week to check the device and they were not able to detect the magnet swipes. She reported that she routinely swipes the patient's magnet every day to make sure it is working. It is unknown if the date and time was correct on the handheld. This can affect the display. She states that her daughter does not have a response when she does that but when she swipes it during a seizure she becomes panicked and almost combative at that time. Patient settings are not known at this time. Good faith attempts were made with their following physician and no further information has been attained.